Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during evaluation; however after disassembling the device to determine root cause, the customer's report was no longer seen. The device was put through extensive testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure and was recertified. Analysis for reports of this type has not identified an increase in trend.